Event description:
The event was initially reported to have taken place in (B)(6) 2012 and has been corrected to (B)(6) 2011. Target vessel revascularization did not occur as previously reported, the patient was medically treated (B)(6) 2011.

Manufacturer narrative:
Event date corrected from (B)(6) 2011 to (B)(6) 2011. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced chest pain. (B)(6) 2011 - the patient presented with silent ischemia. The 90%stenosed target lesion was 27mm long with a reference vessel diameter of 3.5mm, located in mid left anterior descending (lad) artery. The physician placed a 3.0 x 32mm taxus liberte stent in the lesion using a direct stenting method. Following stent deployment, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient presented with chest pain and was hospitalized the same day. Target vessel revascularization was performed. The event was considered resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The event was initially reported to have taken place in jun-2011 and has been corrected to (B)(6) 2011.